Event description:
It was reported that patient presented in-clinic for follow-up when post-paced t-wave oversensing was observed via stored egm. The patient was asymptomatic. Reprogramming was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.